Event description:
It was reported that during a supply change, multiple teflon infusion sets with 23-inch tubing from lot 6011008 failed, including one broken set and several that did not deploy or insert, until a subsequent set was successfully placed after guidance on replacing only the inset rather than the connector. No reported adverse clinical effects and no impact to blood glucose. Outcomes included no alarms, no medical intervention, and successful continuation of therapy after replacement. Investigation included remote troubleshooting and user education, along with confirmation of shipping replacement infusion sets and connectors. Investigation of this case revealed user difficulty with infusion set deployment and connector handling, with no evidence of pump alarms and successful resolution after correct technique was reinforced, consistent with an infusion set deployment or connection issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion and connector replacement.